Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. Patient was in a good clinical condition.